Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid on the system controller (serial number: (B)(6)) was confirmed. The controller was returned for analysis, and evidence of fluid ingress was found on the backup battery, its ribbon cable, inside the controller housing, and on the main printed circuit board (pcb). A log file was downloaded during testing, and data spanning approximately 14 days (24dec2024 ¿ 06jan2025 as per timestamp) was reviewed. The data reviewed showed the controller functioning as intended for the duration. The driveline was disconnected on 06jan2025 at 12:23, consistent with the reported controller exchange. The controller passed all functional testing without issue. The fluid ingress did not appear to prevent the controller from supporting the system as intended. Provided information indicated that the fluid was noted during a routine backup battery exchange, and that no alarms were associated with the fluid. The root cause of the fluid ingress was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery (ebb) was due to be changed. When opening the cavity to change the ebb, green liquid was noted. The controller was then exchanged.